Manufacturer narrative:
Exemption number (B)(4). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). Device not returned yet.

Event description:
Device switching on automatically. No patient involved.